Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and the test passed. A voltage test was performed and the test passed. A pairing test was performed and the test passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert to pair a new transmitter was reported. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be a transmitter failure. The reported event of an alert to pair a new transmitter is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.